Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results and e-3 error; test strip error. The customer is concerned with tests results received of 68 mg/dl on (B)(6)2016 at 12:00am. The customer's expected fasting blood glucose test result range is 90 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 02/22/2019. Product is stored according to specification.